Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during several different cycles of automated peritoneal dialysis (apd) therapy. The registered nurse (rn) had no knowledge of the set up or specific therapy issues. A technical service representative (tsr) explained the alarm and reviewed proper procedures with the rn. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.